Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 4/29/2015 correction.the incident description has been updated to correct information that was submitted previously. "On 04/06/2015, the reporter contacted lifescan USA, alleging inaccurate results compared to another device (unknown). No results were given. This complaint is being reported because it is unknown if the results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event."